Event description:
Ous MDR - it was reported that this device was used as an external pacemaker on the (B)(6) 2018. During interrogation later that day, the device was reportedly found to be at eri status. As reprogramming of the output did not resolve the situation, the device was replaced. This device was never implanted inside the patients body.

Manufacturer narrative:
This report was filed in error. It was determined by the manufacturer on (B)(6) 2020 that this event was not reportable in the us. Closing report.